Event description:
The hospital reported inconsistent cautery while using the t.w. Power supply. The cords were switched but it didn't fix the issue. A different power supply was used to complete the case. No patient harm.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.